Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Format history file analysis confirmed pump error (variable 3) due to poor solder joints at u1 ambient light sensor on keypad assembly. Unit received cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The insulin pump's battery would die but when they reinserted the battery, it would be fine. They had been receiving power failures. They had been receiving power error detected on their insulin pump and it was starting to occur in the middle of the night. The customer's blood glucose level during the incident was unknown. The customer had previously called to report a power error detected. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now without a low battery warning. The device was returned for analysis.